Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had less than expected battery longevity. It was noted that there was a discrepancy between the expected longevity estimated and checks that were six months apart from each other. This was due to slightly rising right atrial (ra) lead pacing thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.